Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched messages, caused by loose link screws. The link screws were replaced to correct this condition.

Event description:
During baxter's eval of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.